Manufacturer narrative:
During processing of the complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Product performance engineering was unable to complete an evaluation at the time of this report. Results and conclusion will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft and in the guide wire lumen and blood and very thick contrast in the inflation lumen and balloon. The stent implant had been deployed and was not returned. The balloon was loosely folded. There was a kink in the shaft 65.5 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the sds. An attempt was made to pressurize the balloon with new indeflator filled with water. Fluid leaked out of a pinhole in the distal shoulder of the balloon. The pinhole was located 3 mm proximal to the distal taper of the balloon. There were scratches visible for a length of 0.5 mm proximal to the pinhole. There were no difficulties inflating and deflating the balloon during the attempt to locate the pinhole. Product performance engineering was unable to complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/permanent damage. Report rationale: the effect of one stent being deployed inside another stent is unknown. Device issue: lack of visibility. It was reported that the procedure was to treat a lesion in the rca. Pre-dilatation was performed with good results. The ultra was advanced and was only able to be inflated to a maximum of 6 atm, because the pressure kept dropping; therefore, the stent appeared somewhat dog-boned. It was then determined that the balloon had a pinhole rupture. The stent delivery system (sds) was removed without any issue; however, under angiography the stent could not be located. At this time, it was unk if the stent implant was even on the balloon, when it was delivered. A 3.0 balloon was placed at the lesion for additional dilatation, then a 4.0 x 28 mm vision was placed with good results. A review of the cine revealed that the implanted ultra stent was visible at the lesion site with the vision stent implanted inside. A slight waist was observed. The patient was quite large, which was thought to have hindered the visibility of the stent. No patient effects were reported. No additional event or patient information is available.